Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, mild calcification and 99% stenosis, a 2.0x12 rx mini trek dilatation catheter was advanced without resistance, air was pulled inside the anatomy before use, and inflated; however, the balloon ruptured on the first inflation at 8 atmospheres. Reportedly, the 2.0x12 rx mini trek dilatation catheter was withdrawn from the patient anatomy without resistance and a pinhole rupture was confirmed. A new rx trek dilatation catheter was used for further dilatation and a non-abbott stent was implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the preparation for use section of the rx trek/mini trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.